Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited operation issue with no changes in the paced morphology and impedance on surface electrocardiogram. It was also noted that the lbbap lead helix exhibited difficulty in extending and retracting. The lbbap lead was not used and replaced during the procedure. The patient remained in stable condition.